Event description:
Sxdcfvbgnm.

Manufacturer narrative:
The previously reported verbiage was incorrect. It has been corrected in this report. The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The system board and oxygen blending module subassembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and oxygen blending module subassembly functioned as designed and operated without issue or error codes.